Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were reinvestigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was interrogated, revealing the eos battery status, detected on march 05, 2020. The device was implanted for 94 months and 150 charging cycles were recorded in the devices memory. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified. However, the shock therapy was not available as a result of the battery depletion. In conclusion, the battery status eos was anticipated. There was no indication of an ICD malfunction.

Event description:
Device explanted due to reaching eos on (B)(6) 2021. No adverse patient events reported. Should additional information become available, it will be added to this file. On 17-mar-2021 device received.